Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy resection, the patient¿s saturation decreased. The issue occurred during port insertion and interlobar formation. The cause of the desaturation is unknown. The patient¿s saturation remained unstable, and the surgeon made the clinical decision to convert to laparoscopy to prioritize patient safety. Thoracic pressure was decreased, and lung compression was loosened to control/resolve the decreased saturation. The patient did not experience postoperative complications. The patient is reported to have been discharged from the hospital. According to a physician from the site, the surgeon does not believe a da vinci system, instrument, or accessory caused or contributed to the intra-operative complication. However, the surgeon does not know the cause of the decreased saturation.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure and no relevant errors were observed. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy resection, the patient¿s saturation decreased. The patient¿s saturation remained unstable and as a result, the surgeon made the clinical decision to convert to laparoscopy to prioritize patient safety. The patient's thoracic pressure was decreased and lung compression was loosened to resolve the decreased saturation. The cause of the operative complication is unknown.